Event description:
This customer reported that they were unable to defibrillate when using this defibrillator. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.